Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2021. The serial number was reported as (B)(4); however, this is not a baxter verified lot number. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an fg.081 (occlusion - no alarm) problem code. The event was further described as the occlusion alarm occurs "when a 0.2 micron filter was used". The event transpired during testing; prior to patient use. There was no patient involvement. No additional information is available.